Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference MDR number 2015691-2018-05098 for the vigilance ii monitor.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time. In this case, the reporter stated that the vigilance ii monitor was in the pause mode during the time of the occurring injury. The vigilance ii operator¿s manual and swan ganz IFU state that cco monitoring should always be discontinued when blood flow around the thermal filament is stopped. Clinical situations where cco monitoring should be discontinued include, but are not limited to: time periods when a patient is on cardiopulmonary bypass. In this instance there are multiple factors that could have contributed to the event including thin cardiac tissue, the potential for the catheter to have laid on the this tissue causing the cardiac injury or heat from the catheter¿s thermal filament if the vigilance ii monitor was not put in pause mode. Unfortunately, the swan ganz catheter was discarded so it is unable to be investigated if there was any non-conformance with the catheter although the product did meet specification upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a (B)(6) year old male patient with mitral insufficiency was undergoing mitral valvuloplasty with an advanced cco swan ganz catheter in place. During use of the catheter in conjunction with a vigilance ii monitor, necrosis of the right atrial appendage (raa) of the heart was suspected by the cardiac surgeon. The patient was on bypass. During the open heart surgery, the thermal filament part of the catheter was visually seen through the thin tissue of the ra area; therefore, tissue necrosis of the raa area was suspected. The customer suspected compression of the catheter contributed to the tissue necrosis since the event was confirmed when the vigilance ii monitor was in the measurement pause mode. The catheter was positioned in the pulmonary artery when it was confirmed. It was considered that the catheter touched the raa area for about 2 hours. No intervention was performed. The patient was transferred to the ICU after surgery and the catheter could measure co in the ICU. The catheter was removed on the following day. Subsequently, there is no health injury reported. The surgeon reported that it was possible the tissue of the raa area is originally thin, not due to the necrosis. The surgeon stated that considering that the vigilance ii monitor was in pause mode, it is assumed there was no influence of heating. However, the vigilance ii monitor is being sent for evaluation to assure this is the case. The severity of the injury to the patient was determined by the doctor to be ¿not serious¿ and it is less likely that the edwards device contributed to the event per the physician. The swan ganz catheter was discarded by the hospital.